Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the mitraclip procedure was performed approximately seven years and five months following the valve implant.

Manufacturer narrative:
Updated data: a3b b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, a mitraclip procedure was performed and an echocardiogram is schedule to assess intervention on the aortic valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven years following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency room (ER) with new onset of congestive heart failure (chf). Echocardiogram showed an ejection fraction (ef) of 50%. Patient appeared to have ongoing exertional dyspnea. Transesophageal echocardiogram (tee) suggested moderate-severe paravalvular leak (pvl) and aortic insufficiency. There was no evidence of stenosis on either the transcatheter aortic valve replacement (tavr) or the mitral valve. The mitral valve was myxomatous, and had mild posterior annular calcification. There was severe mitral valve regurgitation with multiple jets with effective regurgitant orifice (ero) > 0.6 cm2. Another tee completed one and a half months after symptom onset showed moderate-severe aortic valve regurgitation, however the valve appeared to be functioning normally. The mitral leaflets were mildly thickened, with mild posterior mitral annular calcification and severe mitral valve regurgitation. Repeat echocardiogram two months after onset of symptoms showed moderate-severe aortic regurgitation as well as moderate-severe intravalvular prosthetic valve regurgitation. Repeat catheterization showed patent grafts. During physician consultation, the patient was planned to be pre-admitted with a swan and assessed for treatment. Approximately three months after onset of symptoms, the patient was admitted to hospital with nausea and dry heaving, awaiting assessment for possible valve-in-valve vs. Plugging, then possible transcatheter mitral valve repair (tmvr). No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: patient medical history was inadvertently not included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.